Event description:
Olympus was informed that during a procedure, the teflon tip of the device shattered inside the patient. Two pieces of the teflon were retrieved from the patient, but it is unknown if they were able to retrieve the entire broken tip.

Manufacturer narrative:
The device referenced in this report was returned to olympus for evaluation. The evaluation found that the whole white insulating tip broke off or became detached from the steel tube. The device was returned with three broken pieces of the white insulating tip, but there were still missing parts. There were dents and deep scratches on the steel tube, and there is existing adhesive inside the distal end. Laser wielded joint cracked and worn out. The red dot was missing on the shoulder screw and on the proximal housing assembly. The reported phenomenon was attributed to physical damage.